Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced inadequate wound healing and visited a wound care facility several times. Ultimately, the patient had the device removed due to needing additional back surgeries. It was noted that the patient was receiving effective pain relief prior to the device removal. There have been no reports of further complications regarding this event.